Event description:
It was reported that the patient presented in the operating room for a device change out. The right ventricular lead exhibited noise and an x-ray revealed the lead had fractured. The lead was capped and replaced.